Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on(B)(6) 2010, the patient underwent x-rays of chest in pa and lateral views. Impression: there was no x-ray evidence of disease of the heart or lungs. On (B)(6) 2010, the patient underwent a surgery with diagnosis of hnp with radiculopathy, instability, and foraminal stenosis. Operation: 1) posterolateral fusion l5 s1 2) pedicle fixation l5/s1 3) trans-lumbar interbody fusion l5/s1 4) intervertebral biomechanical device 5) autograft morselized 6) laminectomy, facetectomy, foraminotomy s1(for decompression) 6) laminectomy, facetectomy, foraminotomy l5 7) fluoroscopy. Per op-notes, the crank retractor was repositioned in the main wound. The entire posterior elements were seen from transverse process on the left to transverse process on the right. A small burr was used to make a small bole in the base of the superior facet perpendicular to a line drawn from the mid-portion of the base of the transverse process. Following the sagittal plane as depicted on the lateral fluoroscopy (also approximately perpendicular to the plane of the transverse process) a k-wire was inserted angling medially into the pedicle. This was repeated on the opposite side. Similarly at the base of the facet a small burr hole was made and a k-wire inserted in the pedicle. This was repeated on the opposite side. Fluoroscopy was obtained to verify the location of the pedicle. The same was performed at s1. After fluoroscopy, we withdrew each k-wire sequentially and placed a pedicle finder down into the tract of the k-wire with modifications made as necessary according to fluoroscopy. The pedicle finder was replaced with a pedicle probe to examine the tract and verify the lack of perforation of the walls of the pedicle. The appropriate length pedicle screws (6.5mm x 40mm) from the set were inserted into the pedicles bilaterally. In a similar fashion screws were placed in the l4/l5 and s1 pedicle. Fluoroscopy was obtained to verify good positioning of the screws. There was evidence of instability at the l4/l5/s1 level. With careful retraction the posterolateral gutters were decorticated around the base of the pedicle screws. The graft was carefully pushed laterally into the area of the transverse processes. The facet joint and pars were carefully packed as well. The gap between the three pedicle screws was measured with a caliper. An appropriate size rod was selected and contoured for connection to the screws. The rod was inserted. A collar was placed over each screw and a nut was tightened. The rod was inserted on the opposite side in a similar fashion. The remaining (rhbmp-2/acs) bone graft was positioned underneath and lateral to the rod. No patient complications. On (B)(6) 2010, the patient was discharged with diagnosis of lumbar radiculopathy and herniated disk. On (B)(6) 2010, the patient presented for a follow-up with complaints of back pain, numbness, tingling and dysesthesias. The physical examination showed tenderness and spasms to palpation in cervical and thoracolumbar region. Also, the patient had abnormal antalgic gait. Impression: patient continues to do well post-operatively with continued improvement, however continues to have some residual symptoms consistent with pre-operative conditions. This patient suffers with thoracic spine sprain and radiculopathy as well as lumbar spine radiculopathy and hnp. On (B)(6) 2010, the patient presented for follow-up with complaints of severe pain from spine going to leg and dizziness. On (B)(6) 2010 <(>&<)> (B)(6) 2010 <(>&<)> (B)(6) 2010, the patient presented for a follow-up visit with complications of low back pain with radiation to the lower extremities. The physical examination showed tenderness and spasms to palpation in cervical and thoracolumbar region. Also, the patient had abnormal antalgic gait. The x-rays were also taken for the patient and were satisfactory. Impression/plan: patient continues to do well post-operatively with continued improvement, however continues to have some residual symptoms consistent with pre-operative conditions. On (B)(6) 2013, the patient presented for office visit with complaint of low back pain, neck pain and right shoulder pain. The physical examination was done and showed: musculoskeletal: cervical and lumbar spine inspection showed percussion and palpation showed tenderness and spasms.